Event description:
The customer initially reported that their device was showing the charge-pak and service icons. Upon evaluation by physio-control, it was observed that the device would shut down during the defibrillation charge and would not have enough power to successfully provide defibrillation therapy to a patient.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter depleted the internal hlc batteries and the charge-pak assembly.the customer received a replacement device.